Event description:
It was reported that the patient's device system was explanted due to sepsis. The source of the sepsis is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.